Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited atrial oversensing and right ventricular (rv) lead pacing inhibition above six seconds, in which it's suspected the patient kept an intrinsic rhythm of 30 bpm. Technical services (ts) recommended further testing and reprogramming options. This system remains in service. No additional adverse patient effects were reported.